Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for surgery on (B)(6) 2015. During intra-operative surgery while the surgeon was doing the reaming process with a 13.0mm reamer head-sterile for reamer/irrigator/aspirator, a part of the reamer head broke off a piece of its metal base tip where it connects to the reaming irrigation aspirator (ria) reamer shaft, and a fragment went into the patient. The fragment was easily removed without additional medical intervention with no fragment left in the patient after surgery. There was a surgical time delay of five minutes. The surgery was successfully completed. The patient status outcome is unknown. This is report 1 of 2 for (B)(4).